Event description:
Boston scientific (bsc) crm received information that this right ventricular dextrus lead was repositioned to the rv septal apex. The procedure was performed for an unk reason. No adverse pt effects were noted and all lead measurements were appropriate following the procedure. The lead was successfully repositioned and remains active in the pt. This issue will be re-evaluated, if additional information is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality document accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.